Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after the ilet system, was not connected for several hours, after which a complete cassette/infusion set and cartridge supply change was performed and insulin delivery resumed, resulting in blood glucose trending down from a reported high of 286 mg/dl. Symptoms included hyperglycemia without associated clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no hospitalization. Investigation included troubleshooting and education provided by support, including guidance through a full supply change and review of proper use. Investigation of this case revealed user-related interruption of therapy due to the device not being connected, with resolution following supply change and reconnection, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error resulting in temporary interruption of insulin delivery.